Event description:
In 2007, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. Eight months later, a reintervention occurred due to a distal type I endoleak in the right iliac limb. An additional contralateral leg component was implanted to extend on the right side of the iliac limb. Final angiogram revealed no type I endoleak at the end of the procedure. The patient is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted.